Event description:
It was reported that the posterior screw backed out of tibial baseplate. It hasn't been revised yet. The patient is having pain and swelling.

Manufacturer narrative:
Corrected data : common device namemodel #, serial #, expiration date, catalog.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, based solely on the undated/unidentified x-ray image, the insert retention screw is free from the tibial base plate but remains within the insert at this time though it backed out. No comparison images or further clinical documentation was provided for inclusion in the medical investigation and it remains unknown if a revision or other intervention has taken place. The patient impact beyond the reported pain and swelling cannot be determined. Should additional clinical information be provided, the medical assessment may be re-evaluated. No further medical assessment can be rendered at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.